Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should relevant additional information become available, a follow-up report will be submitted. The source document in which the information was documented is the following: okayama, m., inoue, t., nodaira, y., kimura, y., nobe, k., seto, t., sueyoshi, k., takane, h., takenaka, t., okada, h., and suzuki, h. "Aging is an important risk factor for peritoneal dialysis-associated peritonitis." Advances in peritoneal dialysis. 28(2012): 50-4. Infotrieve. (B)(6) 2013.

Event description:
It was reported in a literature article that a patient experienced peritonitis coincident with therapy for peritoneal dialysis. The event of peritonitis was documented during a localized study that considered the direct relation of specific variables and their risk factor for peritonitis. Throughout the study, (B)(4) cases of peritonitis were documented. It was unknown if the patient was hospitalized for the peritonitis. The cause and treatment rendered for the peritonitis was unknown. It was unknown if the patients recovered from the events. This report was opened for patient 44 of 47.